Event description:
It was reported that during a totally extraperitoneal (tep) right inguinal hernia repair, after the dissection balloon was removed, a 10 millimeter (mm) endoscope was inserted and blunt tip balloon was inflated, surgeon reported air leakage coming from the damaged seal in access port causing a rapid loss of pneumoperitoneum. The access port was removed and a 10mm hassan blunt port was inserted and used instead, allowing the procedure to be completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the trocar balloon, obturators, dissector balloon, lock collar, the 5mm optical trocar and, 5mm obturator were not received. The inflation syringe was not received. The insufflation bulb was received. The valve seal for the trocar balloon was disengaged and not received. Functional testing noted that the trocar balloon was inflated using a test syringe and no leaks were detected. The dissector balloon was inflated using the received insufflation bulb and an odd shape was noted. The ports passed the air leak test. The obturator was inserted into the cannula and removed without restriction. It was reported that there was rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the seal was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The evaluation detected an unreported condition: the dissector balloon had an odd shape. The product analysis noted evidence that the device was not used as intended. This issue may occur when positioning the device during its inflation deployment or deflation process, or its tissue planes process, during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Once the extraperitoneal space is adequately dissected, deflate the dissection balloon by removing the endoscope or by removing the inflation bulb from the dissector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.